Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and was completely offline from the network, which located on clk7rehab. The customer attempted to reboot the station, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was not communicating. A technical support specialist (tss) confirmed with customer there were no issues identified with the device. Tss also confirmed with pharmacy user that the device was functioning normally. Remote support services (rss) indicated the device was offline once earlier in the day, but its synchronization information was current, and no health sight viewer (hsv) notices were present. Tss confirmed that the customer had resolved the issue. The case was then closed as the customer confirmed resolution. The system functioned as intended after the customer resolved the issue.